Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue could not be replicated during return device analysis as the clip was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, a user facility medwatch was received which states: when the clip was released, the clip arms partially reopened but were still attached to the mitral leaflets, with no degree of mr prior to it being released. Clip currently stable. It was monitored after per normal clip follow up. Rep available on site. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve without issue. During deployment, when pulling the actuator knob, the clip opened to 30 degrees. As the leaflets were still inserted and grasped, no additional treatment was performed. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.